Manufacturer narrative:
The initial complaint appeared to be a non-reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had occurred. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the 2 fr per-q-cath PICC was confirmed, but where or when the catheter was damaged cannot be verified. The returned samples consisted of an unopened per-q-cath kit from lot #reau0716 and a used 2 fr s/l per-q-cath PICC. On the used sample, the 2 fr tubing extended 7.15cm from the distal end of the strain relief oversleeve. The stylet had been removed from the PICC and was not returned for investigation. A functional test of the used sample revealed two spraying leaks in the tubing 1.4cm from the distal end of the strain relief oversleeve. A microscopic examination of the leak sites revealed splits in the tubing. The catheter was cut open and no stylet drag marks were observed at the leak sites. The splits appeared to be the same length on the inner lumen wall as they were on the external catheter surface. The unopened kit was opened and it was noted that the PICC was stuck between the tray and the retainer that slides into the tray above the PICC. The retainer was removed from the tray and a visual observation of the PICC revealed nothing remarkable. A functional test of the unused sample revealed spraying leaks out of the box that were observed between the 6 and 7 cm depth marks and between the 25 and 26 cm depth marks. A microscopic examination of the leak sites revealed splits in the tubing. The split between the 25 and 26 cm depth mark exposed the stylet within the lumen. The stylet was partially removed from the PICC without any resistance and reinserted and locked into place. The catheter may have been compressed against the stylet during packaging, while in transit or storage. It is possible that the catheter was jostled between the tray and the retainer during transit and compressed between the tray and retainer; however, where or when the catheter was damaged cannot be verified. A lot history review (lhr) of reau0716 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016- per bard sales representative, facility reported that after insertion the rn tried to remove the guidewire, and the catheter began "crimping up" as if the wire was stuck inside the catheter. The rn removed the line and wire, then reinserted the catheter. On 12/13/2016-sample evaluation found stylet damage.